Event description:
This customer reports that a patient was beginning a stress test, lost their balance, and hit their chest on the front bar. It was reported that the patient did crack costal cartilage and would require four weeks to heal. No reported intervention was required and the exam was reported to be completed.

Manufacturer narrative:
Investigation revealed the device performed properly. Probable root cause: patient lost balance and fell.

Manufacturer narrative:
(B)(4): manufacture date is unknown at this time.a follow-up report will be submitted when the investigation is complete.